Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Battery power loss alarm found in the pump history file due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery power loss and it requires a new battery every 2-4 days. Blood glucose level of the customer was unknown. It was stated that the insulin pump was not exposed to moisture and it was working fine. The insulin pump will be returned for the analysis.